Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 49-year-old female patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient was on impella cp support when the patient experienced limb ischemia. The decision was made by the team to wean the impella and insert iabp.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.